Event description:
It was reported that there was blurry image.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: blurry confirmed failure: outer tube damaged (bent, dented), broken rod lens, damaged distal cover glass. Probable root cause: incorrectly assembled optical train. Damage to optical train. End of life wear-out. Shipping damage. Use error . The failure mode will be monitored for future reoccurrence. Rationale for the decision to cease reporting: please note we are discontinuing the current practice of filing malfunction medical device reports (mdrs) for reported complaints related to blurry image on all stryker endoscopes. Stryker endoscopes are tubular optical instruments used to provide a view of internal patient anatomy during examination, diagnosis, and therapy during general endoscopic procedures. Stryker endoscopes are categorized as arthroscopes, sinuscopes, laparoscopes, bariatric laparoscopes, cystoscopes and hysteroscopes, depending on the part of the human anatomy they are intended to examine. This malfunction has not caused or contributed to any further deaths or serious injuries since july 6, 2021. Based on the information provided, it has been determined that this malfunction is unlikely to cause or contribute to death or serious injury should the malfunction recur. We will discontinue filing mdrs for all stryker endoscopes due to blurry image. Therefore, we will continue filing for blurry image on all stryker endoscopes for the next 30 calendar days of this notification. If we do not receive a response within 30 calendar days of this letter, we will understand this as concurrence with the decision to discontinue reporting these malfunctions.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.